Event description:
It was reported that pump touchscreen was cracked and shattered, and touchscreen became unresponsive with display illegible. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy.